Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that they did not turn the therapy on until saturday and that the therapy was working 100% "then not" and that it was still working greater than 50% not 100% like it had. Patient further reported that "there were a couple of instances where I couldn't get to the bathroom in time" stating pt "soaked a whole pad, but it's better than it was before [therapy]". The patient also reported that the therapy started at 0.5v, and stated "every time I go to check it, it goes up one point", and confirmed that they noticed therapy increases on its own. Patient was not feeling stimulation and increased to 0.9v and felt strong stimulation and then decreased to 0.8v and still did not feel stimulation. Patient also reported that when they were reaching for something in the cabinet, they fell backward and bumped her backside here implant is against the cabinet and that it hurts a little bit but was fine now. Patient also reported that they felt "aching in the area" but stated that is due to implant procedure and is getting better. During troubleshooting it was determined that stimulation was on and patient could feel stimulation in the correct area. Patient was also redirected to follow up with their health care professional to review bumping backside against cabinet. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they asked on how to adjust the settings and it was helpful and they are currently doing fine. No further complications were noted or anticipated